Event description:
It was reported that the physician had trouble with the helix and could not fixate the implantable pacing lead (ipl) during implant. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).